Event description:
The customer tested her blood glucose and received a reading of 174 mg/dl using her contour meter. She retested using another meter and received a reading of 380 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.